Manufacturer narrative:
The device investigation is currently underway. A review of the serial history for this device indicates that the device has not been inspected by the manufacturer since its purchase in (B)(6) 2008. A note attached to the top of the device reads: "do not use pending investigation" physical inspection: "free flow prevention spring" end out of door slot. Petal cover and battery due for change at pm in (B)(6) 2011. IV set was not included with pump. Pump settings as presented to biomed: rate of 4.0ml/hr with vtbd of 149.9ml. Drug used: insulin from right side of lcd: min = 0.10 max = 20.0, time left: 37hr 28 min, total infused: 913.7ml, occlusion limit = 300mm hg. A follow-up report will be submitted upon completion of the investigation.

Event description:
Suspected free-flow incident occurred on (B)(6) 2011. Status of pt currently unk. Device most recently serviced in-house by facility in (B)(6) 2010 (preventative maintenance and replaced petal cover and half/door). Device was set-up to deliver an insulin infusion. Pump registered that only 0.1 ml was infused, however, the bag was emptied. Upon inspection, biomed tech at facility found that the "free flow prevention spring" clip had been broken. Pump was set to deliver 4ml per hour/150 ml in total. The IV set has been discarded.